Manufacturer narrative:
The unit was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime/compromised force sensor system test, off no power test and excessive no delivery test due to blank display. The following physical damage was noted: cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would turn off suddenly without warning. The device would turn on 30 or 40 minutes later. The anomaly occurred frequently. Despite using a new battery cap, the anomaly persisted. The insulin pump was returned for analysis.